Event description:
It was reported that the patient reported that infusion set cannula didn't go in all the way and slid out event on (b)(6) 2026 and experienced high blood glucose levels and it was corrected by bolus via pump.

Manufacturer narrative:
E1: Name: (b)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 8021545.